Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced pain and erosion. Subsequently a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.